Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead measuring 51 cm was returned, and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, and was explanted and replaced. It was also reported that the atrial lead showed artifacts which were detected as atrial fibrillation, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.